Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('the foreign-body material has been removed') and sleep apnoea syndrome ('sleep apnoea') in a female patient who had essure (batch no. C40060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient experienced sleep apnoea syndrome (seriousness criterion medically significant). On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced hypertension ("hypertension / high blood pressure"). In 2018, the patient experienced pruritus ("itching") and fatigue ("chronic fatigue"). In 2020, the patient experienced myalgia ("muscle pain lifelong"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with enalapril, pantoprazole and surgery (essure removal and surgery in 2016). Essure was removed on (B)(6) 2021. In 2016, the sleep apnoea syndrome had resolved. On (B)(6) 2021, the pruritus, fatigue and myalgia had resolved. At the time of the report, the medical device removal outcome was unknown and the hypertension had resolved with sequelae. The reporter considered fatigue, hypertension, medical device removal, myalgia, pruritus and sleep apnoea syndrome to be related to essure. The reporter commented: after the essure insertion, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign-body material has been removed. On 20-may-2021 she reported enalapril as treatment drug, start date mid-2018. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 20-may-2021: the follow information were updated consumer' , new reporter information, essure stop date, lot number, other treatment products, hypertension, chronic fatigue, sleep apnoea, muscle pain, itching. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('the foreign-body material has been removed') and sleep apnoea syndrome ('sleep apnoea') in a female patient who had essure (batch no. C40060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient experienced sleep apnoea syndrome (seriousness criterion medically significant). On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced hypertension ("hypertension / high blood pressure"). In 2018, the patient experienced pruritus ("itching") and fatigue ("chronic fatigue"). In 2020, the patient experienced myalgia ("muscle pain lifelong"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with enalapril, pantoprazole and surgery (essure removal and surgery in 2016). Essure was removed on (B)(6) 2021. In 2016, the sleep apnoea syndrome had resolved. On (B)(6) 2021, the pruritus, fatigue and myalgia had resolved. At the time of the report, the medical device removal outcome was unknown and the hypertension had resolved with sequelae. The reporter considered fatigue, hypertension, medical device removal, myalgia, pruritus and sleep apnoea syndrome to be related to essure. The reporter commented: after the essure insertion, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign-body material has been removed. On (B)(6) 2021 she reported enalapril as treatment drug, start date mid-2018. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the essure insertion, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign-body material has been removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality-safety evaluation. On 22-apr-2021: ha number received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the essure insertion, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign-body material has been removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.